Event description:
Adverse results from lasik. Twenty months after the procedure: blurred vision at all distances, ghost images, halos, starbursts, dry eye, poor contrast sensitivity. Procedure in 2008. Treatment for blepharitis in the next six months. After that, no treatment other than continued use of restasis and intake of fish and flax oil to encourage tear production. Dates of use: ongoing. Diagnosis or reason for use: myopia.